Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2015 with the following findings: battery cap is unable to fully tighten. Battery compartment cracks observed in thread area and from thread area to case seal. Evidence of moisture contamination inside battery compartment and underside of battery cap. Due to moisture contamination pump is unresponsive with both the returned battery cap and a test battery cap. No audible tone, no vibration alert and a blank display upon battery insertion. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of additional moisture contamination inside pump on battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.